Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked during construction and digging activity, while the device continued to operate and blood glucose management was unaffected; a replacement device was arranged and the user was instructed on shutdown to avoid further alerts, data sync to the mobile app, return procedures, and that data would not transfer to the replacement. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and continued use of cgm via the dexcom app or receiver. Investigation included review of the user¿s report and return logistics for the damaged unit. Investigation of this device revealed physical damage to the display consistent with external impact, with no reported impact to pump functionality. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device malfunction.